Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet pump, the user experienced sustained high blood glucose around 280¿289 mg/dl after lunch despite a proper meal announcement, followed by a subsequent low to 62 mg/dl after the system delivered correction insulin; the device problem and component were not specifically identified. Symptoms included headache during hyperglycemia and shaking/tremors during hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to attribute the event to a device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.